Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left circumflex artery( lcx). A 28 x 2.50 promus premier¿ stent was advanced but did not cross the lesion. The procedure was completed with a 2.5x28 non bsc stent. No patient complications were reported and the patient's status was good. However, device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. The device was a combination product. Device evaluated by MFR: a visual examination of the crimped stent found stent struts on the first 3 rows on the distal end of the crimped stent were deformed and stretched distally. The proximal portion of the crimped stent was stretched proximally and stent struts on the proximal edge of the stent were deformed and lifted upwards from the stent profile. This type of damage is consistent with resistance being encountered while attempting to advance the device. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).